Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that during the ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke off after going transseptal. The sheath was replaced, and the issue resolved. Procedure was continued without further incidents. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that during the ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke off after going transseptal. The sheath was replaced, and the issue resolved. Procedure was continued without further incidents. No patient consequences were reported. Device evaluation details: the device evaluation has been completed. On (B)(6) 2020, visual inspection was performed and the hemostatic valve, friction ring and brim cap components were not found on the device. As such, these findings were assessed as MDR reportable malfunction of component detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue related to the hemostatic valve was confirmed due to the hemostatic valve, friction ring and brim cap components were not found on the device. The root cause of the separation/breakage could be related to the handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)